Event description:
It was reported that during a percutaneous coronary intervention, wire tip detachment occurred. The target lesion was located in the very calcified mid left anterior descending (lad) artery. The 185 cm pt2 guide wire was advanced without issue however when crossed the flow distal to the lesion was blocked. A 2.25x20mm synergy, 2.25x8mm promus element plus, and a third non-bsc stent were all advanced on the wire however were unable to cross the lesion. It was noted following advancement of the stents that the radiopaque tip of the guidewire had detached and was located in the distal lad. The patient was taken to surgery to perform CABG and the detached tip was removed from the lesion. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned device revealed that the distal tip detached. The proximal body section was kinked at 10.0cm approx. From the proximal end. All the outer diameter measurements were within device specifications. The distal tip was sent for external analysis to determine the fracture failure mode and concluded that the sample presented tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, wire tip detachment occurred. The target lesion was located in the very calcified mid left anterior descending (lad) artery. The 185cm pt2 guide wire was advanced without issue however when crossed the flow distal to the lesion was blocked. A 2.25x20mm synergy, 2.25x8mm promus element plus, and a third non-bsc stent were all advanced on the wire, however, were unable to cross the lesion. It was noted following advancement of the stents that the radiopaque tip of the guidewire had detached and was located in the distal lad. The patient was taken to surgery to perform CABG and the detached tip was removed from the lesion. No additional patient complications were reported and the patient status is stable.